Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2015, a 23mm sjm trifecta valve was implanted in the patient's aortic position with non-everting mattress suture technique using spaghetti-type pledgets. An abbott sizer(model#: tf2000) was used in the surgery. Mild aortic regurgitation(ar) was confirmed in the outpatient follow-up at the end of the year 2019. The ar increased and the patient complained of shortness of breath. The patient was hospitalized on (B)(6) 2020 due to heart failure and was diagnosed with pleural fluid. On (B)(6) 2020, a re-do avr was performed and the trifecta valve was explanted, replaced with a 23mm inspiris resilia aortic valve(manufacturer: edwards lifesciences). Upon explant, the stent post part between the lcc and the ncc was found detached from the native annulus, and from there, the leaflets were torn on the lcc and the ncc side. It was reported that the cuff part of the valve got damaged upon explant. The patient is in stable condition postoperatively.

Manufacturer narrative:
Additional information: d10, h3, h6. The tears seen at explant were confirmed. All three leaflets contained tears. There was fibrous pannus ingrowth on the inflow surface of leaflet 3. Leaflet 1 contained calcifications. No acute inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate loss of collagen at the tear site, which could have contributed to the formation of the tear.